Event description:
The patient admitted to moving heavy washer/dryer units earlier in (B)(6) and upon examination,the doctor determined glenosphere had dislodged from metal back baseplate. Appears cap screw has sheared off and floating in shoulder. Revision to take place (B)(6) 2021.